Manufacturer narrative:
The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the balance middle-weight universal ii guide wire met resistance with other devices. When balloons and stents were loaded on this guide wire, it was difficult to advance and also difficult to remove. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Visual, dimensional and functional inspections were performed on the returned guide wire, and the reported difficulty to advance/position and remove were unable to be confirmed as the guide wire was able to be advanced and removed through a proxy bdc (balloon dilatation catheter) and sds (stent delivery system). A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The investigation was unable to determine a conclusive cause for the reported difficulty to advance/position and difficulty to remove the guide wire through a bdc and sds. The noted teflon coating damage likely occurred during retraction through the torque device used in the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.